Manufacturer narrative:
B2. Outcomes attrib to adv event updated. B5. Describe event or problem updated. H6. Patient code and impact code updated.

Event description:
It was reported that shaft break occurred and resulted in an unretrieved device fragment. A 4.00 x 24 mm synergy xd drug-eluting stent was selected for treatment; however, during the procedure, a shaft break occurred. The device was partially explanted; however, a portion remains implanted. The procedure was completed using an alternate device, and no patient complications were reported. It was further reported that the target lesion was over 50% stenosed, with a 90-degree bend located in the severely tortuous and severely calcified left circumflex artery (lcx). The shaft break occurred at the distal section of the device and a snare was used in an unsuccessful attempt to remove the device fragment. A stent was then placed over the device fragment. This resulted in a lcx dissection, which could not be retrieved or reopened.

Manufacturer narrative:
H6. Evaluation conclusion codes corrected.

Event description:
It was reported that shaft break occurred and resulted in an unretrieved device fragment. A 4.00 x 24 mm synergy xd drug-eluting stent was selected for treatment; however, during the procedure, a shaft break occurred. The device was partially explanted; however, a portion remains implanted. The procedure was completed using an alternate device, and no patient complications were reported. It was further reported that the target lesion was over 50% stenosed, with a 90-degree bend located in the severely tortuous and severely calcified left circumflex artery (lcx). The shaft break occurred at the distal section of the device and a snare was used in an unsuccessful attempt to remove the device fragment. A stent was then placed over the device fragment. This resulted in a lcx dissection, which could not be retrieved or reopened.

Event description:
It was reported that shaft break occurred and resulted in an unretrieved device fragment. A 4.00 x 24 mm synergy xd drug-eluting stent was selected for treatment; however, during the procedure, a shaft break occurred. The device was partially explanted; however, a portion remains implanted. A the procedure was completed using an alternate device, and no patient complications were reported.